Manufacturer narrative:
(B)(4). The carefusion failure analysis laboratory has received the suspect component. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer reported that the start/stop button on the ventilator is working intermittently. Reportedly, it may take a few times of pushing the button to get the ventilator to start. Once the ventilator is started, it will not stop when the start/stop button is depressed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a 3100b driver displacement indicator (ddi) printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component did not duplicate the reported issue. The device meets manufacturer's specifications.